Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available, it will be provided in future reports. (B)(4).

Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: the wand is activating when no one is pushing the button. Activating on it's own the failure(s) identified in the investigation is consistent with the complaint record. The saline residue, humidity and rust underneath the button dome observed after the handle was dissected. A possibility that saline accessed the inside of the probe handle reaching the pcb which creates an internal short and which could contribute the device to stop working or continuous activation. The probable root cause/s could be the user accidentally submerges device in saline which permitted water to ingress into handle where the electrical components are and causing a short circuit, inadequate gluing operations. Excessive force applied when used, stuck button. (B)(4).

Event description:
It was reported that the device was continuously activating.